Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2013. Patient alleges pain and fluid due to allergic reaction. Patient underwent a revision on (B)(6) 2014 due to metal allergy. All components were removed and replaced with a competitor knee system. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2013. Patient alleges pain and fluid due to allergic reaction. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2013. On (B)(6) 2014 patient alleged pain and fluid due to allergic reaction and on (B)(6) 2014, patient made a new allegation of patella misalignment on the femoral component. Subsequently, patient underwent a revision on (B)(6) 2014 due to metal allergy. All components were removed and replaced with a competitor knee system. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information: allergy test were performed; radiograph dates. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, "early or late postoperative infection and/or allergic reaction." This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04424 & 04535).